Manufacturer narrative:
It was reported that the device was found in magnet mode. The provided information was reviewed by abbott engineering and it was determined that the device¿s hardware sensor would always detect a magnet is present, even if there isnt a magnet present. This is indicative of a hardware failure.

Manufacturer narrative:
It was reported that the device was found in magnet mode. The provided information was reviewed by abbott engineering and it was determined that the device¿s hardware sensor would always detect a magnet is present, even if there isn¿t a magnet present. This is indicative of a hardware failure. The device was returned for analysis. The reported events of bvvi due to MRI and problem associated with use in off-label MRI environment were confirmed. Magnet response issue could not be confirmed due to lack of telemetry communication. The device was received with no telemetry communication, consistent with inappropriate MRI exposure. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. An additional finding unrelated to the reported event was observed. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Additional information was received indicating that the device was explanted to resolve the event. The patient was stable.

Event description:
Following an MRI procedure, the device was observed in backup mode due to not being programmed to MRI settings. Afterwards, the device could not be programmed due to being in magnetic mode. Abbott technical support was contacted and device reprogrammed to resolve the event but magnetic response was not functioning. No additional intervention has been performed at this time. Device replacement is anticipated. The patient was in stable condition.